Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) in 2007. The patient reported, experiencing ghosting, double vision and halos. The facility reported at the post-op visit the following year, the patient's bcva was 20/20. The patient indicated his vision was great but had a bit of a shimmer aspect to his vision. At the post-op visit in 2009, bcva was 20/20, the patient's vision was great, distance was good and the patient was using reading glasses. The patient did not mention any vision problems or halos and it appeared the problems had subsided. The icl remains implanted.

Manufacturer narrative:
Ghosting, double vision. Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.